Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer received a no delivery alarm during bolus. The school nurse removed the infusion set and gave him a manual injection. Mother was changing the set and stated that they kept having no delivery alarms. Customer's blood glucose was over 500 mg/dl; treated with manual injection and it came down to 190 mg/dl. It was stated that the alarm was resolved by a reservoir change.